Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterility. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain- dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal"), back pain ("back pain"), menorrhagia ("bleeding- menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury related to essure") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, back pain, menorrhagia, psychological trauma and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain and psychological trauma to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received - case becomes incident. Previously reported event injury nos was removed. New events dyspareunia, dysmenorrhea, pelvic pain, abdominal pain, back pain, bleeding- menorrhagia, psych injury and fatigue were added. Product information indication and essure removal date was added. Patient information date of birth were added. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.